Manufacturer narrative:
Date rec¿d by MFR : 22 apr 2019, date of report : 08aug 2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the front bezel to address and correct this condition. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Phone not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the nav-ring was not working. No patient or user harm was reported.